Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was over 500 mg/dl. Customer changed cartridge and administered a manual insulin injection to address bg level. The customer continued to use the pump for insulin therapy.